Event description:
The customer's friend, in the UK, ran a blood test on customer's contour usb at 10:00am and received a reading of 18.4mmol/l. She injected a bolus of insulin and then at 14:00 had a hypoglycemic episode; she collpased but was still conscious. Her blood glucose was tested on a different meter and the reading was 2.3mmol/l. She ate some glucose tablets and recovered. The test strip information was not provided but they are expected to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
The contour test strips were returned for evaluation but the product information was not initially provided:lot number 2ac3f05, exp 01/31/2014;manufacture date 01/01/2012.